Event description:
It was reported bladder neck suspension procedure utilizing protegen sling was performed initially without incident. Pt returned three months post procedure with pelvic pain. Diagnosis of osteomyelitis was made. Pt underwent removal of both anchors and antibiotic therapy was instituted. Pt remains somewhat continent with some scar tissue. Device has been destroyed by user facility. Therefore, no failure analysis will be available. Osteomyelitis of symphsis pubis occurs most often as secondary infection from adjacent focus (after surgery). It may also result from hematogenous spread from bacteremia. Risk factors such as obesity, diabetes, and immunocompromised pts can further predispose the pubis to infection. "Surgical trauma and impaired vascular circulation can injure the periosteal integrity of the symphsis pubis, and leave bone susceptible to infection. Any local infection, wound infection or abscess could then secondarily infect bone."1 "osteomyelitis of the pubis: complication of a stamey urethropexy," the journal of urology, vol 151 (june 1994), pp 1638-1640.